Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 308 mg/dl. Reportedly, the cause of the elevated bg level was because the customer forgot to perform the fill tubing step while changing out supplies. The customer administered a correction bolus via the pump to address impacted bg level. Tandem technical support (cts) guided the customer with performing the fill tubing step. The customer performed fill tubing, saw insulin drops at the end of the tubing, and was successfully able to reconnect to the pump and resume insulin therapy. Cts offered to follow up with the customer to ensure bg level stabilizes; however, the customer declined.